Event description:
It was reported that the device was sensing noise due to electromagnetic/ac interference. The device remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).